Manufacturer narrative:
Additional information to g4, h2, h3, h6, h10/11. The product evaluation has been completed. One opened lens box was returned missing the peel pouch and dfu (directions for use). The lens was in a dried condition inside the vial. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found approximately half of one haptic torn off and missing. Both haptics were bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode. It cannot be determined if the patient experienced capsule damage. No similar complaints have been received for this product lot. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
The product has been returned and is pending evaluation. The investigation is ongoing.

Event description:
According to the reporting facility there is no information as to how or why the lens went through the posterior chamber of the right eye. There are no product quality concerns. No updated patient information is available.

Manufacturer narrative:
The product has not been returned for evaluation. The investigation is ongoing.

Event description:
It was reported that when placing an intraocular lens (iol) it went through the posterior capsule. A vitrectomy was performed, and the lens was exchanged for a lens of a different model and diopter. Though requested, no additional information has been provided.